Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was in a motor vehicle accident on (B)(6) 2019. The rep reprogrammed her stimulator (ins) to get better left sided coverage which was achieved. Impedances were normal. The rep reported that the patient complained of battery not holding a charge as it once did, but she did turn the intensity higher. The rep reported that on recharge logs, the patient was charging every 9 days which was what the calculation estimated when ran. The rep reported that after reprogramming the recharger interval was every 23-24 day. The rep explained that this could change if she increased intensity and use. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was experiencing more jolting and shocking since her car accident. The patient clarified that she had intermittent jolting since implant but it had gotten worse since the car accident. The healthcare provider did x-rays and the implant appeared to be fine and reprogramming had been done in the past. The patient noted that she had been having difficulty recharging the implant since the car accident. It was taking two hours at the same setting to charge her implant which was a longer time to charge since the car accident. The patient mentioned that the implant site seemed the same as prior to the accident but it had been hurting more at the implant site. The patient wanted to meet with a manufacturer representative to check the implant. The indication for use was non-malignant pain.